Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during the system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Manufacturer narrative:
The distributor service technician investigated the anesthesia workstation at the hospital and according to the received information, the issue was caused by a kinked/bent fresh gas pressure transducer sampling tube. After repositioning the sampling tube, the anesthesia workstation passed all tests and was returned to service. No parts were replaced. The received device logs indicate that an intermittent faulty expiratory pressure transducer board caused the pressure transducer test to fail during system check out due to a communication error. As no parts have been available for investigation, we are unable to establish the true cause of the event.

Event description:
(B)(4).